Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. Following the procedure, 2 skin blisters (aapprox 2 cm in diameter) were observed 2 ECG electrodes (ra and la electrodes). The pt was under anesthesia during the procedure. When the ra and la electrodes were removed, they were described as "loose" and may have been in partial skin contact. The electrodes used did not have the recommended wet-gel electrolyte which helps with good skin contact. 5 of the 6 scans performed were very near the maximum rf power level (transmit gain of 195).